Event description:
The manufacturer received info alleging a ventilator's tidal volume could not be calibrated and it had high pressures upon start up. The device was not in pt use. The device has yet to be returned to the manufacturer for investigation. A follow-up report will be filed when the investigation is complete.